Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: there was one unexplainable por event followed by multiple call service (cs) 052 alarms observed in the black box history. A test battery cap secured to the pump and was used to complete the investigation. During testing, the pump powered on to a blank display with audio tones and vibrations functional. Test steps were unable to be completed due to blank display. The battery compartment was found to be cracked above the bumper pad. There was no evidence of moisture found in the battery compartment. A pump case crack was observed between the bottom of the keypad cover and case seal. A leak test was performed and both battery compartment and pump case leaks were found. The pump case was removed and moisture corrosion was found throughout the inside of the pump (corrosion on display flex). A test display was inserted but remained blank when the pump was rebooted. The ¿no power¿ issue was unable to be adequately investigated due to moisture damage and blank display screen issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.